Event description:
It was reported that pump displayed recurring occlusion alarms at infusion site, but alarm details could not be confirmed in pump history. There was no reported impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery, reported no visible issues with infusion set, and no further assistance was requested, so case was closed by technical support.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown / unknown / unknown / unknown.